Manufacturer narrative:
The insulin pump received with button error alarm and intermittent esc and act button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked case at the reservoir tube window corner, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and buttons were not responding. Customer reported of not being sure if buttons were pressed while helping daughter with dog. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.